Manufacturer narrative:
No complaint was received with return of the device. Failure event observed during analysis. Final analysis found only the connector portion of the lead was returned in one piece measuring 29.5 cm. An external abrasion breaching the outer insulation exposing the outer coil due to friction to device can was noted at 9.3 cm to 9.6 cm from the connector pin. All other damage noted is consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. Di not available as product was manufactured on or before september 23, 2014.

Event description:
This report is to advise of an event observed during analysis.